Manufacturer narrative:
This report is for an unknown insertion instrument/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent tibia osteosynthesis with tns nail suprapatellar. Reduction is performed and passed from the intramedullary nail, impact / retroimpactation technique and blockage thereof is performed. After finalizing the procedure and when proceeding to remove the insertion arc, it is observed that the connection screw is cold sealed and does not allow its easy removal, several maneuvers had to be performed to try to unscrew the screw, running the risk of splitting the screwdriver or the system will be blocked and the entire system would have to be removed at great risk to the patient. The specialist said that on previous occasions the same thing happened with a retrograde of the femur nail. Finally, the system could be removed without causing adverse events to the patient. This report captures the previous occasions of the same thing that happened with a retrograde of the femur nail. This report is for one (1) unknown insertion instrument. This is report 2 of 3 for complaint (B)(4).

Event description:
Update: (B)(6) 2019: updated event description: this pc was created to capture the previous occasions for difficulty with the retrograde of the femur. The surgeon perform dangerous maneuvers to unscrew the connecting screw, the procedure was successfully completed and no fragments were generated. They removed easily without additional intervention. The original complaint is captured under (B)(4). Per the specialist, the system could be removed without causing adverse events to the patient. The surgery was delayed 20 minutes due to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Rvent: updated event description provided for reporting. Initial reporter: sales reporter state: cundinamarca. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.